Manufacturer narrative:
Insulin pump passed idle current test, run current test, self test, off no power test and displacement test. No failed battery test alarm noted. Insulin pump had cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed failed battery. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that there was a crack on case and battery. The pump had several battery failed alarms. The customer was advised to discontinue use of the insulin. The insulin pump will be returned for analysis.